Manufacturer narrative:
Correction: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
There is a temporal relationship between pd treatment with the liberty select cycler and the patient¿s hospitalization for hypertension. However, there is no objective evidence that indicates a liberty select cycler malfunction that caused or contributed to the patient¿s event. Hypertension is not uncommon in dialysis patients and can be a result of multiple confounding factors. Due to lack of information, it cannot be determined what may have caused the patient¿s hypertension. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a patient on peritoneal dialysis (pd) placed a call to customer support requesting assistance with cancelling pd treatment with the liberty select cycler and stated the patient needed to go to the hospital. Treatment details were recorded and did not indicate any evidence of an increased intra-peritoneal volume (iipv) event occurred. Additionally, there were no reported liberty select cycler product deficiency or malfunction during the call. During follow-up with the pd nurse, it was reported the patient was hospitalized for hypertension. The cause of the patient¿s hypertension is unknown currently. Per the pd nurse, the patient did not have a past medical history of high or low blood pressure. Details surrounding the patient¿s hospitalization, including patient disposition, are known at this time despite multiple attempts to gather additional information. However, it was reported the patient continued pd therapy while hospitalized (details are unknown). No further information is currently available.